Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 394 mg/dl, 173 mg/dl and 181 mg/dl. No serious injury reported. Requested return of suspect device for evaluation.